Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 208, 234, 214 and 307 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 124 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 165 mg/dl and 188 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/14/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :208mg/dl date: (B)(6) 2018 time:11:24am fasting, result 2 :234mg/dl date: (B)(6) 2018 time:06:42pm fasting, result 3 :133mg/dl date:(B)(6) 2018 time:03:16pm fasting, result 4 :214mg/dl date:(B)(6) 2018 time:09:07pm fasting, result 5 :307mg/dl date: (B)(6) 2018 time:08:53pm fasting, customer called to complain about higher readings on his meter.customer tested his blood sugar and it read 307mg/dl fasting range and when he tested again 14 minutes later the customer informed me that it dropped to 214mg/dl. Customer did that test on the same hand and on a different finger. This morning the customer got a result of 208mg/dl fasting.